Manufacturer narrative:
Product ID 3389s-40 lot# va00b3p, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that ¿one time¿ the stimulator went ¿completely off in the hospital.¿ it was noted that it was ¿around the equipment¿ and the patient could not ¿get it to work.¿ it was further noted that upon returning home the patient ¿got it all set.¿ additional information was requested but was not available at the date of this report.